Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - ventralex (device # 1). An additional emdr was submitted to represent the bard/davol mesh - ventralex (device # 2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex hernia patches on (B)(6) 2006 and (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the ventralex mesh (device #1). An additional supplemental emdr was submitted to represent the ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex hernia patches on (B)(6) 2006 and (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia defect was identified and reduced. The incarcerated omentum was released. A ventralex mesh (device #1) was placed and sutured. ¿ (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per operative notes, ¿the hernia sac was identified, opened and reduced. The previously placed mesh was intact. A ventralex mesh (device #2) was placed and sutured. ¿ (B)(6) 2015 - patient was diagnosed with small bowel obstruction and recurrent incarcerated ventral incisional hernia with abdominal pain thereby underwent open repair with excision of meshes (device #1 & #2) and implant of ventralex st mesh (device #3). Per operative notes. ¿the two old mesh adherents to hernia defect were taken down. Both the meshes were completely folded. The loop of small bowel adherent to hernia sac was released. The meshes (device #1 & #2) were excised. The hernia defect was repaired with ventralex st (device #3) and sutured.¿